Event description:
Customer reported that the ventilator was cycling on a pt when ventilator started to display an error code "po0". Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The fse discovered the o2 concentration potentiometer was defective. The fse replaced the defective potentiometer, calibrated and performed functional checks. Ventilator passed all tests and performed to all MFR's specs.